Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed that the ok and down arrow keypad button symbols were worn; which has no effect on insulin delivery. No other visible damage to the keypad cover was observed. The up arrow, down arrow, and contrast key contacts were intermittently unresponsive; the ok button responded appropriately. The keypad cover was removed and evidence of contamination was observed under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.